Event description:
Boston scientific crm received information that this right ventricular (rv) lead was surgically abandoned and successfully replaced due to high threshold measurements. To date, no adverse patient effects were reported.